Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Subsequently it was reported that a cartridge change error occurred. Customer successfully loaded a new cartridge to resolve the issue and resume insulin delivery. Customer's blood glucose level ranged from 164 mg/dl to 165 mg/dl.